Event description:
It was reported that 1 bd micro-fine¿ + pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter : the user reported that the drug solution did not come out of one device possibly owing to blockage of the needle lumen.

Manufacturer narrative:
Initial reporter phone# :(B)(6). Initial reporter fax# : (B)(6). Initial reporter zip code : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd micro-fine¿ + pen needle was unable to deliver insulin or medication. The following information was provided by the initial reporter: the user reported that the drug solution did not come out of one device possibly owing to blockage of the needle lumen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-mar-02. H6: investigation summary: one open 31g x 5mm pen needle sample and four photos were returned from lot. No. 1125225, cat. No. 320129. Visual examination was carried out on the returned sample and photos and a damaged hub was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.